Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract removal there was no phacoemulsification power and system message loose tip was displayed while using two ophthalmic handpieces. The surgery was completed on the same day with alternative handpiece without patient health impact.